Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. B82184-inv,846833) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cervical intraepithelial neoplasia ii. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), genital haemorrhage ("abnormal bleeding (general) / heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), female sexual dysfunction ("apreunia (inability to have sexual intercourse)") and discomfort ("discomfort") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, heavy menstrual bleeding, allergy to metals, genital haemorrhage, vaginal haemorrhage, depression, dysmenorrhoea, dyspareunia, fatigue, weight increased, female sexual dysfunction and discomfort outcome was unknown. The reporter considered abdominal pain, allergy to metals, depression, discomfort, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2012 and (B)(6) 2012plaintiff received treatment for menorrhagia (heavy menstrual bleeding), nickel allergy. Removal recommended by treating physician. Number of coils: left: 2 right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Lot number reported (b82184) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-jun-2021: update of information (batch is not valid) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. B82184-inv,846833) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cervical intraepithelial neoplasia ii. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), genital haemorrhage ("abnormal bleeding (general) / heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), female sexual dysfunction ("apreunia (inability to have sexual intercourse)") and discomfort ("discomfort") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, heavy menstrual bleeding, allergy to metals, genital haemorrhage, vaginal haemorrhage, depression, dysmenorrhoea, dyspareunia, fatigue, weight increased, female sexual dysfunction and discomfort outcome was unknown. The reporter considered abdominal pain, allergy to metals, depression, discomfort, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2012 and (B)(6) 2012 plaintiff received treatment for menorrhagia (heavy menstrual bleeding), nickel allergy. Removal recommended by treating physician. Number of coils: left: 2 right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Lot number reported (b82184) is not valid. Lot number: 846833 manufacturing date:2011-04 expiration date: 2014-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 846833, b82184) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cervical intraepithelial neoplasia ii. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), genital haemorrhage ("abnormal bleeding (general) / heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), female sexual dysfunction ("apreunia (inability to have sexual intercourse)") and discomfort ("discomfort") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, heavy menstrual bleeding, allergy to metals, genital haemorrhage, vaginal haemorrhage, depression, dysmenorrhoea, dyspareunia, fatigue, weight increased, female sexual dysfunction and discomfort outcome was unknown. The reporter considered abdominal pain, allergy to metals, depression, discomfort, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2012 and (B)(6) 2012 plaintiff received treatment for menorrhagia (heavy menstrual bleeding), nickel allergy. Removal recommended by treating physician. Number of coils: left: 2 right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received. Case became serious incident as removal was done. Reporters information, removal details and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.